Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the liner exchange for the same size due to unknown reasons. Primary usage found in previous distributors files. Au vigilance decision: tga reportable.